Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03818. The pt received 2 scs leads with different lot numbers. It was reported the pt fell and her stimulation has moved. X-rays showed the scs lead has migrated. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.